Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; yes (1 formed). Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple in the nose, which was removed, and the instrument was cycled, fired, and properly formed the remaining 17 staples without incident. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.